Event description:
Hosp advised the pump was set up to infuse normal IV solution at a rate of 50cc/hr with the volume to be infused set at 1000ml. A total of 750ccs infused in one hour. There was no pt consequence.